Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation there was a modestly elevated ventricular pacing threshold on the right ventricular (rv) lead. This was noted to be a progressive rise in threshold. No programming changes were made because of limited clinical consequences. The rv lead will continue to be monitored and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.